Event description:
In 2008, the patient reported she received an occlusion message on her insulin infusion device during basal delivery. She stated she then noticed the cartridge was low on insulin so she replaced it and tried to prime using the same tubing. She said the device gave another occlusion message. The patient stated she has had elevated blood glucose readings in the 300's mg/dl with her target reading being 120 mg/dl. Symptoms were dehydration and frequent urination. She treated her readings by bolusing through her infusion device and, when her reading did not decrease, by injecting 8 units of insulin. During troubleshooting, the patient said the tubing had been in use "for a while" when it occluded and estimated the use time as possible 1 week. She said she has scarring from her infusion sites and has "clumps" under her skin. Site rotation was discussed with the patient. The patient was instructed to replace her infusion headset and tubing and was able to successfully prime her tubing and bolus. Courtesy infusion sets, an insertion aid device and a guide to site management were sent to the patient. On follow up with the patient, she stated her readings are back to her normal range the patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.